Event description:
The account alleged the patient was found on the floor and the patient position module did not alarm. No injury due to the fall.

Manufacturer narrative:
The technician investigated and the staff stated they had set the bed exit alarm and returned five minutes later to find the patient on the floor next to the bed and the patient was uninjured. The scale read out indicated an error code on the screen. The account stated the patient pendant was removed because it was damage. The technician inspected the bed and found all modes of the patient positon module was functioning as designed. No active error codes in the system. The technician asked to inspect the damaged hand pendant, but the account could not locate the exact pendant that was on the bed. The technician could not duplicate the issue.